Event description:
It was reported that the right atrial lead exhibited noise. The noise was reproducible with isometrics. The physician noted that the insulation was breached and assured that this was due to lead location in the body. The patient was very active and the lead was -rubbing. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.